Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was to be used in the kidney during a flexible ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during preparation outside the patient, the basket failed to close and the sheath was kinked. The pull wire was noted to be visibly broken. The procedure was completed with another zero tip basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was to be used in the kidney during a flexible ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during preparation outside the patient, the basket failed to close and the sheath was kinked. The pull wire was noted to be visibly broken. The procedure was completed with another zero tip basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of pull wire break. Block h10: visual inspection of the returned device found the distal section of the sheath was bent and buckled in several locations. No broken wires was noted on the device. Functional inspection was performed and found the basket could not be closed when the handle was actuated due to the damages observed in the sheath. Examination of the returned device revealed that the basket was in an opened position when received. The sheath was completely removed from the device to inspect the pull wire and no broken wires were observed on the device; consequently, not confirming the reported issue of "pull wire break". As per complaint information, the issue occurred during preparation. The failures, sheath bent and buckled, are issues that could have been generated due to the manipulation of the device during unpacking/prepping/testing. This failure can result in the basket not opening or closing properly. As per the directions for use (dfu), kinks in the sheath will hinder the mechanical operation of the basket. Additionally, during its manufacturing process, the device is inspected to ensure it meets specifications. However, there is no control how the devices are handled or manipulated in the field. Based on the information available and the analysis performed, the most probable root cause is "unintended use error caused or contributed to event" since the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and found the device was used in accordance with the directions for use (dfu)/label.

Manufacturer narrative:
Device code 1069 captures the reportable event of pull wire break. Visual inspection of the returned device found the distal section of the sheath was bent and buckled in several locations. No broken wires was noted on the device. Functional inspection was performed and found the basket could not be closed when the handle was actuated due to the damages observed in the sheath. Examination of the returned device revealed that the basket was in an opened position when received. The sheath was completely removed from the device to inspect the pull wire and no broken wires were observed on the device; consequently, not confirming the reported issue of "pull wire break". Visual assessment identified the distal section of the sheath to be bent and buckled in several locations. Additionally, during functional inspection, the handle was actuated; however, the basket could not be closed due to the damages observed in the sheath; consequently, confirming the reported issues of "basket failure to close & sheath kinked". The failures, sheath bent and buckled, are issues that could have been generated due to the manipulation of the device during unpacking/prepping/testing. These failures can result in the basket not opening or closing properly. During the manufacturing process, the device is inspected to ensure it meets specifications. However, there is no control how the devices are handled or manipulated in the field. Based on the information available and the analysis performed, the most probable root cause is "adverse event related to procedure." A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. Correction to adverse event problem evaluation conclusion codes and device analysis results narrative.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was to be used in the kidney during a flexible ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during preparation outside the patient, the basket failed to close and the sheath was kinked. The pull wire was noted to be visibly broken. The procedure was completed with another zero tip basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.